Event description:
It was reported when the device was used during a low anterior resection, it did not fire the staples. The case was completed using sutures. Consequently, the o.r. Time was extended 2.5 hrs and the pt received a temporary diverting colostomy. There were no other reported pt consequences.